Event description:
It was reported by a cardiologist that the patient was hospitalized due to severe bradycardia and sinus pauses. No other relevant information has been received to date.

Event description:
Further information was received from the physician noting that the patient's bradycardia was not caused by vagal nerve stimulation. The patient's generator was disabled for ten minutes and did not cause an increase in the patient's pulse. The physician noted that the cause of the bradycardia was unclear. It was noted that the patient is nonverbal and unclear if he was symptomatic.